Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-01388 concomitant medical product: unknown zplp fibular plate. Report source- (B)(4). No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference: yeo, e. D., kim, h. J., cho, w. I., & lee, y. K. (2015). A specialized fibular locking plate for lateral malleolar fractures. The journal of foot and ankle surgery, 54(6), 1067¿1071. Https://doi.org/10.1053/j.jfas.2015.06.002.

Event description:
It was reported in a journal article that a study reported that a patient who had a left trimalleolar fracture developed metallosis. The metallosis developed at the second screw in the proximal part of the locking plate. No preoperative clinical symptoms or a specific medical prognosis were obtained from the patient which was only confirmed during device removal with marginal excision.